Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 8mm syringes. Customer states that they attempted to aspirate 4 units but aspirated only 2 units because it was hard to pull. The returned syringe was tested and was able to draw and expel properly without any observe defects. A review of the device history record was completed for batch# 0006050. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200874785, 200875351, 200874767] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger was difficult to move, and only 2 of 4 units could be aspirated as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp attempted to aspirate 4 units but aspirated only 2 units because it was hard to pull. The hcp also felt resistance to push the drug out."